Event description:
It was noted that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited difficulty to be implanted. Upon further attempts of finding a suitable position, the rv lead exhibited failure to capture. The rv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were ¿lead exhibited difficulty to be implanted¿ and failure to capture was not confirmed. A complete lead was returned in two pieces with all four tines intact and undamaged. Electrical testing, visual inspection and x-ray examination were normal with no anomalies except for procedural damage.